Event description:
The user facility reported to terumo cardiovascular system that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump was leaking from magnet compartment. The product was changed out. There was no pt involvement as this occurred during prime. The surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device. Performance testing confirmed the complaint, the device leaked. Visual inspection of the seal rotor component displayed nicks that were likely related to excessive wear of the component during use. This component is 100% confirmed through an automated inspection and leak test during assembly. User info regarding this failure and appropriate use is indicated within the devices labeling. (B)(4). Conclusions: device failure directly cause event. All available info has been placed on file in quality management for appropriate tracking, trending and follow up.